Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed at compartment 4. The field service engineer replaced the tower door latch 3 and 4 to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that there was continuous drawer failure on the pyxis tower, compartment 4. The customer stated that this malfunction caused an delay to the patient care. There were no adverse events or injuries reported based on this incident.